Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is completed.

Event description:
The customer reported "system down/not working". There was no report of patient involvement.